Event description:
It was reported what when the light source was connected to the gastrointestinal videoscopes, images do not appear, and noise (sandstorm-like) occurred frequently. The issue occurred during preparation for use for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that image noise occurs when the connector was shaken when connecting the 290 series scope due to scope connector failure and there was dust inside the main unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image was not displayed due to communication failure caused by socket failure. Olympus will continue to monitor field performance for this device.